Manufacturer narrative:
The product was returned for analysis and the reported complaint was not observed. No damage was observed on the iol. Photo review: the returned pictures show multiple iols. The photo for the serial number reported in this file shows iol in the iol case. Iol appears to be positioned correctly in the iol case. No damage can be confirmed from the attached photo. Additional observations were as follows: iol returned positioned correctly in the iol case. Solution is dried on the iol. Both haptics are intact. No damage was found to the iol. Based on the product evaluation, the reported complaint "defective" does not match the product evaluation findings. Both haptics are intact. No damage was found to the iol. The returned iol shows evidence of possible handling by the customer due to the presence of solution dried on the iol. All product and batch history records are quality reviewed prior to product release. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A health professional reported that an intraocular lens (iol) implant was defective. Additional information has been requested.